Event description:
A customer reported during a patient procedure, using a glidescope spectrum smart cable, when the cable was wiggled or flexed, the image on the screen intermittently dropped out and the screen went blank. No delay in procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The customer's glidescope spectrum smart cable was not returned to verathon for evaluation as it was discarded by the facility, therefore the cause could not be determined. Review of complaint history for the reported smart cable was not able to be performed as the serial number was not provided to verathon. Trending analysis for glidescope spectrum smart cables does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.